Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of damaged pump using prepaid label within 10 days.